Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette error message. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found the downstream occlusion seal separated from the bezel. Review of the event history log (ehl) showed multiple cassette not attached properly alarms. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.